Manufacturer narrative:
Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the out of range pace impedance measurement and high thresholds, but this could not be confirmed during laboratory analysis. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
It was reported that this pacemaker was unable to be successfully implanted as the lead was unable to be inserted in to the header. This device was removed and replaced prior to pocket closure. No adverse patient effects were reported.